Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced no audio alert on either receiver or smart device and an adverse event. Patient reported that her blood glucose (bg) was at 127 mg/dl and dropping. Patient was speaking to her daughter on the phone as she turned around and fell. Patient could not get up. Patient's daughter called neighbors for help. Patient's neighbors arrived and treated patient with two (2) glasses of orange juice. The daughter arrived and administered a third (3) glass of orange juice with additional sugar added. Patient reported that one of her knee caps was broken in the fall. She did not seek treatment for the knee injury until three (3) days after the event. Additionally, the patient tested the alert function and the audio alert did work. At time of contact, patient is fully recovered from hypoglycemic event. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.